Event description:
The customer reported that there was poor contact and the system displayed a distorted image. The dsm 8 memory cards were disconnected. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The memory connections were repaired. The system was tested and found to be working as intended and put back into service.